Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Disk analysis found the battery to be depleting normally. The patient is in atrial fibrillation, which causes high rate atrial sensing and therefore an increase in battery consumption. Technical services recommended reprogramming options. No adverse patient effects were reported.